Event description:
It was initially reported by a surgeon that the pt was scheduled for replacement due to high impedance and end-of-service (eos). Further info in the pt's clinic notes indicated that she had been experiencing an increase in seizure frequency and she had less alertness than previously. Diagnostic testing was performed on this date that showed the high impedance. The doctor stated "she is not receiving any vagus nerve stimulation which is the most likely reason for the increased seizures and decreased alertness." Last known diagnostics on (B)(4) 2011 were within normal limits. Attempts for further info have been unsuccessful to date.